Event description:
An iskd lengthener was implanted in 2005 for distraction of a femur. The iksd lengthener had distracted as intended, however, in november 2005 the patient reported a clicking sound coming from the device. The x-rays showed that the lengthener had broke in situ. In 2005 the patient was brought back into the or where the lengthener was removed and a standard nail with bone grafting implanted.